Event description:
The customer initially reported to olympus that the evis exera iii colonovideoscope had a damaged grip. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the air/water tube and cylinder had foreign material.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a crack on the grip, water tightness was lost. In addition to the foreign material in the air/water tube and cylinder, the evaluation findings were as follows: due to a crack on the "right/left" knob, water tightness was lost, due to a crack on the "up/down" knob, water tightness was lost, the air/water cylinder had no color, the flexibility adjustment ring was damaged, switch #1 had a cut, the forceps channel port had a dent, the switch box had a scratch, the plug unit was damaged, the scope connector cover unit had a crack, the scope connector case unit had corrosion due to water leakage, due to adhesive peeling on the bending section cover, insulation resistance value at the distal end did not meet standard value, the image guide protector was damaged, the cover of the light guide bundle was damaged, the objective lens had crack, the connecting tube had buckling, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material in a/w-channel and a/w-cylinder¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was not confirmed whether reprocessing was implemented in line with the instructions for use (IFU). There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.